Event description:
A journal article was reviewed which contained information regarding these leads. It was reported that the patient developed pericarditis after implantation of the leads. The status of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: cardiac perforation and lead dislodgement after implantation of a mr-conditional pacing lead: a single-center experience. Pace pacing and clinical electrophysiology,. 2014;37(1):4-10. (B)(4).